Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because power button was not resolved with troubleshooting.

Manufacturer narrative:
No product is expected to be returned.

Manufacturer narrative:
Follow-up # 1 (01/21/2013)-device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the primary complaint was not confirmed. The meter turns on with power button; however, the meter displays battery indicator. The meter's battery was found to have low voltage. After pa replaced the battery the meter functions properly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.